Event description:
Arjo was informed about a patient fall. It was claimed that the bed exit alarm was set but did not sound when the patient attempted to exit the bed. The staff had the side rails in the raised position, there was no damage caused to the side rails when the patient fell off the bed. The event was unwitnessed so the exact scenario how the event occurred is unknown. The patient sustained a fractured hip and left femur. During the bed¿s evaluation no malfunction was found. Reported issues could not be duplicated - the bed exit alarm was tested at different sensitivity settings and operated as designed. All other bed functions operated correctly. The alarm detects the patient¿s movements, however it will not restrain the patient from leaving the bed.